Event description:
It was initially reported that the patient had vns explanted due to an unknown reason. Upon further follow up with the treating physician's office, it was reported that the patient had explant surgery due to infection, hoarseness and vocal cord paralysis. The infection and related explant is captured in mfg report number: 1644487-2013-00012. The patient had generator and a portion of the lead explanted on (B)(6) 2007. The patient reportedly had incomplete healing post surgery. The hoarseness was first observed (B)(6) 2012 upon the second follow up visit. The left vocal cord paralysis was first observed approximately two to three weeks after vns stimulation activation which was exhibited with coughing and a sore throat. The patient was evaluated by an ent for the vocal cord paralysis and was diagnosed with no movement of the right vocal cord with secondary dysphagia. The patient received collagen injections for the vocal cord paralysis. It is reportedly unknown if any causal or contributory programming or medication changes precede the onset of the paralysis. No additional information was provided.

Manufacturer narrative:
Corrected data: the initial report inadvertently reported the date incorrectly, as the events began approximately two to three weeks after vns stimulation activation ((B)(6) 2007 per programming history). Describe event or problem, corrected data: the left vocal cord paralysis was exhibited with gagging (and not coughing as initially reported).

Manufacturer narrative:
Corrected data: the supplemental report #1 was inadvertently submitted on the template for supplemental report #2.

Event description:
Attempts for additional clarification regarding the cause of the events have been unsuccessful to date.

Event description:
The left vocal cord paralysis was first observed approximately two to three weeks after vns stimulation activation ((B)(6) 2007 per programming history) which was exhibited with gagging and a sore throat.